Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address a set screw, which backed out of the construct and allowed the end of the rod to move, approximately 3 months after initial surgery. The set screw loosened on the right side of l2, at the top of the construct which stretched from l2 to s1.

Manufacturer narrative:
Additional information: the device was not returned for evaluation. However, two photographs of x-rays were provided which showed that a closure top had backed out of the tulip of a pedicle screw and the rod had moved out of the tulip. The cause cannot be determined since the devices were not returned for further examination.